Manufacturer narrative:
As no product was returned or lot number provided, it was not possible to perform a product inspection or review of the product history sheet (mr004) to confirm if the product was mfg within specification. No conclusion can be drawn.

Event description:
Unilateral deflation - right side, bilateral replacement. Original surgery was performed by dr. (B)(6) in (B)(6) 1999, using as yet unconfirmed hutchinson implants. The pt underwent bilateral replacement surgery on the (B)(6) 2006. The implants were replaced with unk products. No product was returned.